Event description:
It was reported that the fentanyl in the pump suppressed the patient¿s eating and drinking and caused nausea. The patient ¿almost died¿ because she didn¿t eat or drink for two months. This occurred in (B)(6) when fentanyl was added to the pump. It was taken out on (B)(6). It was noted that the pump needed to be replaced within the next 60 days. It was also noted that the low reservoir alarm was set for (B)(6). The device system was used to deliver baclofen at the time of the report. It was later reported that a refill was done on (B)(6) 2013 and it ¿screwed her up¿. The patient lost 45 pounds in two months. The healthcare provider (hcp) that did that refill would no longer see the patient or refill her pump. The patient had an appointment on (B)(6) 2013 with her implanting hcp. This was not a refill appointment. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), (B)(4).